Manufacturer narrative:
His report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. The device was evaluated onsite, finding that the therapy port connector was not tight for the test load connection. The engineer re-plugged the test load to the therapy port and completed functional testing satisfactorily, repair was not completed at this time. It was determined that the therapy cable connector spring was worn/aged that can prevent it to fit tightly on the device therefore the user was instructed to check the therapy port connection after connecting the test load. Once the therapy port connector was correctly connected the device was confirmed to be fully functioning and returned to use at the customer site. Based on the information available the reported failure was the therapy cable connector spring which was worn/aged preventing it to fit tightly on the device. The reported problem was confirmed. The engineering activity resolved the issue. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a therapy knob problem. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.